Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak). (Lack of info, vessel morphology was not reported). (Device used for dissection).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a type b dissection in the thoracic aorta approximately one month ago. Vessel morphology was not reported. The pt was being treated with a talent taa ((B)(4)) and another MFR's stent graft. It was reported that the talent was implanted in the proximal to the other MFR's stent graft, but it is unk which stent graft was implanted first. On an unk date, an endoleak was confirmed which was thought to be a possible type iii, separation endoleak. An add'l tevar was performed five days post initial implant. During the procedure, the physician found the endoleak was a type 1a and implanted a new talent thoracic stent graft ((B)(4)) proximally, overlapping the previously implant talent graft. This successfully resolved the endoleak. No clinical sequelae were reported, and the pt is fine.